Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during preparation for use for a diagnostic laparoscopic cholecystectomy their visera elite ii video system center had the following reportable event; screen was pitch black and the power did not turn on and no image was displayed, bad image if you reconnect the connector or wipe it with alcohol swabs, the image will become visible. There was no patient harm, or injury, or additional medical intervention needed, however there was a ten to thirty-minute procedural delay while the device was changed out and the procedure was completed using the same device. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. In addition to the reportable findings documented in b5, the following nonreportable findings were; the battery was drained. Additional information regarding onsite troubleshooting performed by the sales representative: troubleshooting was performed as one whole system both the video center and the scope, the problem improved by tapping the flat connector on the palm of your hand and reconnecting it. (I heard from the nurse at the facility that once the problem was improved, it could be used normally without any problems, so I continued to check to see if it reoccurred.) Even when I plugged and unplugged the flat connector part again, the problem did not reappear. Even if a load is applied to the breakage prevention part, the problem does not reappear. When I tapped the flat connector part against my palm again and reconnected it, the problem recurred. At the same time, scope communication error (e227) occurred. During the above work, there is no need to plug or unplug the light guide connector or place any stress on the cable. Do not move the insertion section or tip from the operation section. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: social medical corporation foundation furusyukai mito central hospital added here due to character limitation in respective field.